Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2019 with the following findings: a review of the pump black box data showed frequent low battery warnings. The black box showed battery voltage immediately following a battery change was low. During investigation, the pump electrical current draws measured within specifications. The complaint of a battery life issue was not duplicated during investigation.